Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. The customer changed supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.